Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. The lead was replaced. The lead was inspected after explant and appeared to have some irregularity of the external plastic near the site of the tie downs. Additional information was later received from an attorney alleging the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including, but not limited to, surgery, removal and/or replacement" of the defective lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.